Event description:
Customer states that a lab comparions was performed on a patient. The lab result was 337mg/dl and the device reading was 460mg/dl. The customer states that controls were run but did not provide values. A request was made for the return of the suspect device but the request declined.